Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). Correction: block e1: initial reporter email.

Event description:
It was reported the patient stated they feel numbness down their leg. The patient turned off their stimulation and is still feeling numbness. The patient had their stimulation off for months because they started to have too many bowel movements (was initially using it for constipation). The patient just recently started having numbness in their left leg, their implant is on the right side. The patient denies any recent falls or trauma to the area. The patient does, however, state that the battery is frequently popping out of the pocket. The patient said the physician is aware of this issue. The patient was instructed to turn on the remote to confirm that the stimulation was indeed off. The patient said that when they turned the remote on, they felt a jolt in their shoulder. The patient had an appointment with the physician yesterday evening and the next steps are for the patient to update on the situation. The clinical specialist had another follow up with the patient. The patient's implant has appeared to migrate in the pocket and seems to be flipping in the pocket, not poking out of the skin. The physician will be explanting the patient on (B)(6) 2025. The clinical specialist does not know of any x-rays taken. The clinical specialist followed up with the patient, and they are doing well post-explant. The sensations the patient was experiencing are gone.

Event description:
It was reported the patient stated they feel numbness down their leg. The patient turned off their stimulation and is still feeling numbness. The patient had their stimulation off for months because they started to have too many bowel movements (was initially using it for constipation). The patient just recently started having numbness in their left leg, their implant is on the right side. The patient denies any recent falls or trauma to the area. The patient does, however, state that the battery is frequently popping out of the pocket. The patient said the physician is aware of this issue. The patient was instructed to turn on the remote to confirm that the stimulation was indeed off. The patient said that when they turned the remote on, they felt a jolt in their shoulder. The patient had an appointment with the physician yesterday evening and the next steps are for the patient to update on the situation. The clinical specialist had another follow up with the patient. The patient's implant has appeared to migrate in the pocket and seems to be flipping in the pocket, not poking out of the skin. The physician will be explanting the patient on (B)(6) 2025. The clinical specialist does not know of any x-rays taken. The clinical specialist followed up with the patient, and they are doing well post-explant. The sensations the patient was experiencing are gone.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1k532239. Model/catalog description: tined lead kit. Unique identifier (UDI) #: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of migration, numbness, and undesired sensations was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient stated they feel numbness down their leg. The patient turned off their stimulation and is still feeling numbness. The patient had their stimulation off for months because they started to have too many bowel movements (was initially using it for constipation). The patient just recently started having numbness in their left leg, their implant is on the right side. The patient denies any recent falls or trauma to the area. The patient does, however, state that the battery is frequently popping out of the pocket. The patient said the physician is aware of this issue. The patient was instructed to turn on the remote to confirm that the stimulation was indeed off. The patient said that when they turned the remote on, they felt a jolt in their shoulder. The patient had an appointment with the physician yesterday evening, and the next steps are for the patient to update on the situation. The clinical specialist had another follow up with the patient. The patient's implant has appeared to migrate in the pocket and seems to be flipping in the pocket, not poking out of the skin. The physician explanted the device on (B)(6) 2025. The clinical specialist does not know of any x-rays taken. The clinical specialist followed up with the patient, and they are doing well post-explant. The sensations the patient was experiencing are gone.